Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent dislodgment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery (rca). After pre-dilatation was performed, a 3.50 x 24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to remove the device but it stuck in the proximal rca and could not be moved back and forth. When the physician attempted to remove the device forcibly, the stent delivery system with the guide wire was removed. However, the stent was dislodged and was not removed from the patient's body. Two days later, a computed tomography (CT) scan was performed and it was confirmed that the dislodged stent remained in the superficial femoral artery (sfa). The physician commented that the cause of stent dislodgment may be due to a previously implanted synergy¿ stent in the ostium of the proximal rca. Due to that, engagement of the guide catheter was unstable, causing severe resistance when the device was advanced towards the proximal rca. The 3.50 x 24mm synergy¿ stent and previously implanted 4.0 x 16mm synergy¿ stent may have interfered with each other. The procedure was completed with another 3.0 x 24mm synergy¿ stent. No patient complications were reported.